Manufacturer narrative:
Batch review performed on 04 february 2026. Stem: quadra-h 01.12.020 quadra stem standard hap 12/14 s.0 (k082792) lot 134341: (B)(4) items manufactured and released on 15-nov-2013. Expiration date: 31-oct-2018. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Cup: mpact 01.32.048dh acetabular shell d 48 two-holes (k103721) lot 132788: (B)(4) items manufactured and released on 28-oct-2013. Expiration date: 30-sep-2018. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation at 12 years after primary cementless tha on a heavy and relatively young female patient, the stem subsides and needs revision. At the same time, the acetabular cup was revised too. The one picture supplied shows a clearly loose stem, with possible signs of osteolysis or osteolytic reaction all along the implant surface. The cause for this reaction after a long time in situ is not known; a succession of images could help in establishing the evolution of the problem. With the elements at hand, we cannot draw a definite conclusion. Root cause: aseptic loosening is a possible literature-described adverse event after primary joint arthroplasties and causes are often unknown. With the information available we cannot define a root cause, however, there is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 11 years and 11 months from the primary, a revision surgery was performed due to loosening of themedacta mpact cup and quadra h stem.the surgery was completed successfully.